Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to moisture damage on the force system sensor. Unable to verify force system sensor alarm due to motor error alarms. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during the tubing fill. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal and explained the reason for the possible cause of the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.